Manufacturer narrative:
(B)(4). Batch # p5603h. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device batch # p5603h. Device lot # p91x8m. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Reload ecr60b lot # m4hm0m, expiration date: 05/31/2020, certification date: (B)(6) 2015.

Event description:
The pse60a was loaded with ecr60b for the transection of the pedicle during a left lateral hepatectomy. Two reloads were required to complete the transection of the pedicle. The 2 reload was loaded properly after the jaw of the device has been rinsed and dried to remove leftover staples from the previous firing. After the firing of the 2 reload, as the surgeon depress the anvil releasing button to open the jaws, the closing trigger was released, but it couldn't release to the original position, and not matter what the surgeon did, including depressing the anvil releasing button again and again, the jaw of the pse60a would not open, hence, he had to complete the transection of the pedicle with a clamp and scalpel, and ligated it with suture. Bleeding of a hepatic artery. Immediate clamping and ligating of the artery with suture.